Event description:
It was reported that following the implant procedure, during a postoperative routine chest x-ray, a pneumothorax was observed. A drain was placed and the patient remained hospitalized. Several days later, the drain was removed and the pneumothorax resolved. The system remains implanted. The patient is enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 5076-52 implantable pacing lead 2013 (B)(6); (B)(4) implantable tachy lead 2013 (B)(6); 459888 implantable pacing lead 2013 (B)(6). (B)(4).26